Manufacturer narrative:
Evaluation of the returned red62 confirmed the reported complaint. Evaluation revealed that the catheter was stretched, fractured and the internal coil winds were unraveled at the fracture site. This damage typically occurs if the red62 is retracted against resistance during use. Further evaluation revealed that the red62 was ovalized distal to the fractured location, and the returned non-penumbra access catheter was kinked. If the non-penumbra access catheter is kinked while the red62 is inside, the red62 may become pinned within the kinked location. If the red62 is retracted while pinned, it may become ovalized, stretched and subsequently fractured. The root cause of the kink on the non-penumbra access catheter could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra access catheter, a non-penumbra aspiration catheter, a non-penumbra microcatheter, a stent retriever, and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the non-penumbra aspiration catheter and the stent retriever to the target location and completed one pass. It was reported that the access catheter was removed at some point. The physician attempted to complete a second pass without success. The non-penumbra aspiration catheter and the guidewire was then exchanged for a red62 and another guidewire. The red62 and the stent retriever were then advanced through the second access catheter to the target location; however, the red62 was not moving. It was reported that the access catheter kicked back. The physician then removed the red62, the second access catheter, the stent retriever, and the second guidewire. Upon removal, the physician noticed that the access catheter was kinked at the midshaft and the red62 had unraveled at the midshaft toward the proximal end. The physician then used a new non-penumbra access catheter, a new non-penumbra aspiration catheter, and a microwire and completed three passes. A contrast run was performed, and a large perforation was noticed at the distal m2 segment of the mca. It was reported that the red62 was not advanced out of the access catheter and was never made it to the mca where the perforation was noticed. It was reported that the patient coded in the intensive care unit (ICU). The patient current medical status is unknown.